Manufacturer narrative:
The screw shows a totally deformed screw head thread and a damaged shaft tread on this screw. We assume that too much force got applied to the screw head. The head jammed with the plate and the material of the screw got worn away. No product fault could be detected. No manufacturing related issue was found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: screw penetrated the plate. The patient had a fracture of the distal radius. The doctor performed tcp operation. The doctor inserted quick drill sleeve intended for use only with this operation into the plate hole through the guiding block located the second line at the distal radius side. After the drilling of the drill sleeve, the doctor tried the insertion with the use of the driver without torque. At last, when the doctor was just about to apply the torque, the driver penetrated and the doctor could remove the screw. The screw was removed and then the plate was remaining. It is reported the surgeon believed the va lockscr 2.4mm self-tap l18 tan was defect device, because it penetrated the plate at the fixed angle mode. This is 2 of 2 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.